Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510k #k053529.

Event description:
On (B)(6) 2011, the lay-user/reporter contacted lifescan (lfs) (B)(4) alleging that the onetouch ultra2 meter has a display issue. Reportedly, the display was completely illegible. This complaint is classified according to the initial documentation and the follow up questions. The patient tests twice per day on average and manages his diabetes with oral medication. The patient claimed that the display issue began around (B)(6) 2011. On (B)(6) 2011, the patient reportedly was busy, did not eat at the proper time, and could not obtain a legible blood glucose result on the subject meter. He subsequently developed symptoms described as "empty feeling in the stomach, not feeling good, and sweaty." There was no medical intervention required at the time of concern. During troubleshooting, the reporter noted the following: the four corners of the display were blackened after the subject meter was dropped. This complaint is being reported because the patient developed symptoms that can be suggestive of hypoglycemia after the display issue began.